Manufacturer narrative:
The reported complaint of "patient not cooling and suspecting occluded/kinked catheter" was confirmed during the visual inspection of the returned quattro catheter (lot # 92685). Noticed severe kink on the catheter shaft, 4 inches away from the catheter tip. A kink on the catheter can significantly reduce the flow, which affects the cooling process. The exact timing and cause of kink on the catheter cannot be determined, but handling and/or insertion of the catheter could not be ruled out. The reported complaint of "unable to flush the catheter balloons" was not confirmed during the functional testing. All lumens were flushed without resistance. Upon visual inspection, no other physical damage was observed. Noticed dried blood on the catheter balloons. Additional functional testing is not required due to the condition in which the catheter was received. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot # 92685.

Event description:
During ivtm treatment for a patient with hypothermia post CPR, the user observed that the patient was not cooling and noticed flow indicator of the start-up kit (suk) does not rotate. The issue was observed immediately after the initiation of the cooling phase. The user was unable to flush the quattro catheter balloons. Suspecting occluded/kinked catheter. The patient's temperature at the start of the procedure was 35.6°c. The target temperature was 34°c at max rate and the temperature at the time of the issue was 35.6°c. Per user, the catheter was not removed immediately because the patient had an on-going problem with coagulation and was hemodynamically unstable. The catheter was removed approximately 30 hours after the initiation of the ivtm therapy. Per user, the current condition of the patient is hemodynamically stable. No patient consequence was reported.